Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller was provided with complete pump reset information and was guided through the process by technical support, after which the cgm error code did not reappear, and the caller successfully started their sensor session.